Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a motor error alarm during priming. Customer completed troubleshooting and cleared the alarm, however customer went through more troubleshooting and the motor error alarm recurred. The customer's blood glucose level was unknown. The customer was advised to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and missing the end cap sticker.